Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty installing the cartridge onto the pump. There was no reported impact to the customer's blood glucose (bg) level. No additional patient or event information was provided.